Manufacturer narrative:
Date of event: estimated based on event occurring in (B)(6) 2020 as reported.

Event description:
It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Over a year later post-implant, the patient had a stroke which required her to again take daily blood thinners and baby aspirin. No additional information is known at this time.